Event description:
The customer reported going to the urgent care for assistance with removal of a disposable menstrual disc . Stated the urgent care was unable to remove. Customer was sent to the obgyn the following morning for further assistance. Obgyn was able to remove the disc successfully. Customer stated the disc was inserted for approximately 38 hrs. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.